Event description:
The customer reproted the ventilator went vent inop, and alarmed during use. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service technician verified the reported problem. The service technician replaced the exhalstion flow sensor. Performance verification testing was performed on the ventilator, and all tests passed per operating specifications.